Event description:
The surgeon attempted to implant an aq2010v silicone lens, but it became stuck in the cartridge while it it was being inserted. There was no patient contact or injury. The facility stated it was unknown as to why the lens became stuck. An aq2.8s cartridge was used, and the lot number was 1173420. An msi-pm injector was used, but the lot number was not provided by the facility.

Manufacturer narrative:
Evaluation results - visual inspection of the product found the lens stuck in the cartridge. The cartridge tip was found to be damaged and there was evidence of surgical residue. Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the injector was not returned.